Manufacturer narrative:
Concomitant medical products: product ID: fr995-27 tissue valve; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. It was also reported that the setscrew on the implantable pulse generator (ipg) was not properly engaged. The lead was reseated and the setscrew was tightened. The ipg remains in use. No patient complications have been reported as a result of this event.